Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 298 mg/dl. The customer complained of headaches, thirst, weakness, and frequent urination. He stated that he was treated with intravenous fluids. He noted that he had a vascular procedure. He noted that in the morning, his glucose meter read high. He was wearing the insulin pump during the event and was advised to change the entire infusion set, reservoir and insulin. Upon troubleshooting, the insulin pump passed the high pressure test and was working as designed. Nothing further reported.